Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the mid to distal right posterior descending coronary artery with mild tortuosity and heavy calcification. After evaluating cardiac function with a non-abbott pulmonary catheter, a temporary non-abbott heart pump was implanted. A 2.80 x 16 mm graftmaster covered stent delivery system was advanced; however, failed to cross the lesion due to the patient anatomy. A non-abbott balloon catheter was advanced and the balloon was inflated to successfully seal the perforation. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.